Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 79.7°f. In addition, the rate of temperature rise was above threshold at 8.1°f/sec at the mid-motor location. Initial diagnosis indicated that the rear motor bearing was worn and the device also failed the hi-pot testing for patient current leakage at 4.139 ma. Due to the rate of temperature rise the device was also evaluated by engineering. All three stator winding resistances were out of specification value which resulted in a fail condition. The motor housing to winding resistances were within specification. The motor never attained the commanded console set speed; during a brief no load test the motor only attained 73k rpm from the 75 rpm console set speed. The motor vibrated and was noisy. The motor and collet were disassembled. There were no identifiable internal parts of the rear motor bearing. The motor¿s rear bearing inner race remained fixed on the rotor shaft, and the bearing balls were in metallic fragments. Metallic powdery bearing residue was observed after disassembly. The cause of the mid-motor overheating was from the required additional supply current due to the elevated frictional load condition from the rear bearing. There was metallic debris lodged between the rotor and stator. Only the motor¿s rear bearing outer race was visible within the bearing retainer. Gouging of the rotor would be attributed to the rear bearing debris lodged between the rotor and stator. The collet bearings felt smooth with sufficient lubrication when manually rotated. The front motor bearing felt gravelly and lubricant deficient when manually rotated. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with report of being noisy. It was reported that there was no patient or staff impact. Repair escalated to product event on evaluation due to overheating above threshold. No additional information could be obtained on follow up.